Event description:
Procedure type: colorectal. According to the reporter: the surgeon tried to use the (B)(4) stapler for a colorectal surgery, the instrument did not fire. The staples did not fall into the cavity, there was no add'l bleeding, however, there was tissue damage. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).